Manufacturer narrative:
A quote for service was provided to the customer. There was no response to the quote, and the case was closed. No further information was provided, regarding the speaker failure, and it was unknown if the speaker produced any sound. Based on the information available, we were unable to replicate the reported problem. The reported problem was not able to be confirmed. Philips was unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information, and the quote for service was not accepted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a philips patient information center ix (pic ix) indicating that there was a speaker failure. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address line 1: (B)(6) . Reporting address state: (B)(6) . Reporting institution phone #:(B)(6) . Reporter phone #: (B)(6) .